Manufacturer narrative:
The customer¿s complaint that the tubing separated was confirmed. Visual inspection showed that the tubing was completely separated from the distal smartsite inlet port near the male luer. Functional testing was deemed unnecessary due to the tubing being separated at the component engagement. Fluid was leaking from the separation. Dimensional testing was performed and the set was within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing broke and separated at the smartsite located below the filter. The patient's blood backed up and the PICC line clotted off and required replacement, however, after two attempts the replacement was unsuccessful. There was no report of lasting harm to the patient.